Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h6, h11. As stated in the instructions for use contraindications include, 'severe instability secondary to the absence of collateral ligament integrity'. It was known at the time of implantation that the patient experienced lcl ligament dysfunction, and as a result, the implant should not have been used. The root cause of the reported issue is attributed to user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona revision fixed cemented tibia right size c catalog #: 42542006402, lot #: 65982591, persona revision cemented standard femur right size 7 catalog #: 42504606202, lot #: 66099367. G2 - report source - foreign: the event occurred in japan. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision approximately four (4) months post-operatively to address post-operative fracture of the articular surface, pain and suspected infection. The wound was debrided and articular surface replaced. The explanted articular surface was noted to have a crack at the base of the post. Attempts have been made; however, no additional information is available.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of being implanted with wear on the proximal surface, the distal surface of the locking feature were flared, and the post is cracked. -the device history record was reviewed and identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined for the implant fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.